Manufacturer narrative:
Submit date: 09/01/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit's gearbox rotates in both directions.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of ¿it was discovered that the unit's gearbox rotates in both directions during triage¿. The unit was further inspected and the reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.